Manufacturer narrative:
A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme replaced the motor control (mc) printed circuit board assembly (pcba) but the issue persisted. The rse advised replacement of the central processing unit (cpu) pcba was the next repair step per the device service manual. Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. Neither the corrective details nor the final disposition can be confirmed. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator was down with a backup alarm failed message. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme replaced the motor control (mc) printed circuit board assembly (pcba) but the issue persisted. The rse advised replacement of the central processing unit (cpu) pcba was the next repair step per the device service manual. The investigation is still ongoing.